Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system was explanted due to a pocket infection. The patient was treated with intravenous antibiotics and implanted again approximately one week later. No additional adverse patient effects were reported.